Event description:
Independent repair center: customer alleged unit will not start and the key failure is the power switch wont start unit. Associated malfunctions for this device: 4 way valve not shifting fully.